Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen became cracked/shattered and customer had to revert to manual injections as a result of the damage. Reportedly, customer also experienced diabetic ketoacidosis (dka); however, customer declined to provide additional information and declined follow up.